Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4) reason for original complaint ¿ asr revision to take place on (B)(6) 2012. Asr xl - right hip, reason for revision unknown. Update - amended revision date, queried stem details and missing reason for revision. Taken from claimsuite dated 17th feb 2015. Date of revision: 27 feb 2012.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint ¿ asr revision to take place on (B)(6) 2012. Asr xl - right hip. Reason for revision unknown. Update - amended revision date, queried stem details and missing reason for revision. Taken from claimsuite dated 17th feb 2015. Date of revision: (B)(6) 2012. Update - stem details and reason for revision provided. See email dated 24th feb 2015. Reason for revision : high metal ion levels. Update - added additional reason for revision, taken from claimsuite dated 25th feb 2015. Reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.